Event description:
It was reported that the patient with this artificial urinary sphincter aus experienced recurrent incontinence. A replacement surgery was performed in which physician explanted and replaced the device. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). The exact event date was not available, therefore the date 02/01/2025 was used as an estimate, based on the reported onset occurring earlier this year in february. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.